Event description:
The customer reported via phone call that the insulin pump had a blank display. When the display returned, the customer could not do anything with the insulin pump. Customer's blood glucose level was 167 mg/dl. The customer mentioned there could have been slight moisture on the insulin pump's casing. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. The insulin pump has minor scratched display window and cracked reservoir tube lip.